Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It has been reported that the screen and ventilation failed during operation. The device alarmed acoustically. No patient consequences reported.

Manufacturer narrative:
The evita xl is a long-term ventilator for intensive care. The suspected device was analyzed by a dräger service technician on site after the reported event. He could limit the root cause to the power supply. The power supply was then requested for laboratory testing and was available for analysis in lübeck on october 30, 2018. The component investigation showed that the power supply had an electronic failure which resulted in a power supply failure during use. Due to the failure of the internal supply voltages, the ventilation provided by the devcie was stopped. In such a case, the screen turns black and the emergency breathing valve is automatically opened in order to allow spontaneous breathing of the patient. The evita xl alarms acoustically with a power failure alarm via the power failure horn to inform the user. This alarm has been confirmed by the user's report. The device is functional again after replacing the power supply unit. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to the initial-report.